Event description:
Consumer called stating they are concerned over logic readings when compared to their other meter. Comparison run at different times. Analysis run on clark error grid using competitive meter readings (170/67) vs. Bd readings (316, 392) yielded data points in the c/e range of the grid - outside acceptable limits. Consumer felt the competitor reading was more accurate.